Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt trunk cable being severely chewed and damaged, causing the belt to not pass detect and treat testing. The root cause for the damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.